Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired cds that was used during the mitraclip procedure. It should be noted that in the mitraclip instructions for use, (IFU) warns: "do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection." There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. Two clips were implanted, reducing mr to a grade of 1. However, one of the mitraclip was expired. There were no adverse patient effects and no clinically significant delay in the procedure.